Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient reported the infusion site fell off while sleeping on (B)(6) 2025. The patient was hospitalized on (B)(6) 2025 and eventually shifted to intensive care unit (ICU) due to hyperglycemia. The blood glucose level was 400 mg/dl at the time of hospitalization. The patient also injured her right leg and experienced kidney stone and an autoimmune illness. The patient was not released from the hospital at the time of reporting. No further information available.